Manufacturer narrative:
One first PICC catheter was returned exhibiting signs of use. The catheter tubing was separated below the inverted triangle portion of the overmolded extension set. A slightly jagged edge was noted at the area of separation, which is characteristic of the application of undue force to the catheter, such as excess pressure. A potential contributor includes flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. The complaint may be related to the handling of the device in the user environment. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
The catheter broke next to the oval disk.